Event description:
On (B)(6) 2012, the patient contacted animas alleging an intermittent power issue with the pump. The patient reported that he woke up that morning with an elevated blood glucose (bg) of 450 mg/dl and feeling nauseous. When he attempted to "wake" pump up he realized there was no power. The patient stated he replaced the pump's battery and the pump powered on; however, within a couple of hours it lost power again. In response to the high bg, the patient claimed he administered a bolus of 8.55 units when the pump powered back on. At the time of the call, the patient reported his most current bg was 263 mg/dl and denied feeling symptomatic. At the time of troubleshooting, the patient informed customer support that after pump powered off the second time he inserted another new battery and the pump powered back on. The patient denied any visible damage to the pump's battery compartment or battery cap. The patient confirmed the battery cap was secured to the pump and the yellow o-ring was not visible. The patient's reported bg reading and symptom do not meet animas criteria of a serious injury; however, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box was reviewed and no power issues were observed. The alarm history was reviewed and there were no relevant alarms recorded. There was no damage to the battery compartment or cap. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. The pump was opened and no internal damage was found to the pump.